Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. All buttons functioning properly during testing. However, corroded battery tube and corroded electronic assembly noted. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that insulin pump had water inside the battery compartment and crack on the back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.